Manufacturer narrative:
The device remains implanted; therefore no device analysis was performed. The elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. A corrective action and preventive action (CAPA) was previously conducted for this issue which determined that the eri triggered earlier than intended due to a software issue related to how the battery longevity is calculated and displayed on the programmers. Actions have been taken to prevent recurrence. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s controller displayed the ¿replace generator soon¿ message. Further information was requested but not received.